Event description:
It was reported that a sheath break and patient dissection occurred. Vascular access was obtained via the right femoral artery. An isleeve 14f was used for a procedure. After the procedure, isleeve was discovered to have split 5-10cm past the tip, leaving sharp edges. The patient needed to be treated for a dissection of the femoral artery. A covered stent was implanted to cover the dissection. It is unknown for certain what caused the dissection. No further complications were reported and the patient status was stable.